Event description:
It was reported that during a low anterior resection procedure, the device was being used with a green cartridge. The device fully cut, but the staples did not form completely on one side. The case was completed by hand suturing. There was no pt consequence. An extra hour and a half was needed to complete the case. No consequence was reported other than the extended or time. There was no further info provided.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.